Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code and associated fault ID, and caller did not report any events leading up to issue. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.